Event description:
It was reported that during a procedure the physician attempted to place an right ventricular (rv) lead but was unsuccessful because the helix would not extend. The physician explanted and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the distal conductor of the lead was extrinsically over-rotated and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. (B)(4).